Event description:
Reference number (B)(4). Event occurred in argentina. On it was reported that the patient faced infusion set tubing detachment from infusion site. No further information available.

Manufacturer narrative:
E1 patient city: (B)(6). Patient country: argentina.